Manufacturer narrative:
Additional complaint details could not be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system generated an unspecified red alert. No adverse patient effects were reported.